Event description:
Olympia clinical study. During a coronary artery drug eluting stenting procedure the stent detached from the balloon before deployment. The physician treated 3 lesions in the index procedure. The proximal right coronary artery (prox rca), mid right coronary artery (mid rca) and distal right coronary artery (dist rca). Lesion 3 was a 2.75mm, 99% stenosed 22mm long portion of the prox rca. The physician treated the lesion with predilatation and attempted to place a taxus liberte' 2.75x32mm drug eluting stent in the target lesion. Prior to stent deployment the stent came off the balloon during positioning in the artery. The physician tried to retrieve the stent which was lost in the process. The stent was located in the femoral artery. Doppler studies were done and good low down the femoral artery with normal pedal pulses. It was resolved without treatment. There was no patient injury reported. The patient was discharged the next day on plavix and aspirin.